Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in a procedure on an unknown date. During the procedure, the balloon had a leak at the distal end closest to the tip of the wire and would not remain inflated. A second balloon was attempted to be used but also had a leak at the distal end. The procedure was completed with a third cre pro wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the leak may have occurred in the esophagus. There were no patient complications reported as a result of this event.